Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.5 cm in diameter abdominal aortic aneurysm. The proximal neck was 28-25 mm in diameter and 22.5 mm in length. The left common iliac artery was 12-14 mm in diameter and the right common iliac artery was 12.5-13 mm in diameter. It was reported that on the bifurcated device ended up 7-8mm below the intended left renal artery target zone. After placement of the contralateral limb and ballooning with the reliant balloon, the physician stated there was a suspected proximal type I endoleak. An endurant 36x36x49 cuff was implanted resolving the event. Upon completion angio that there appeared to be a blush of contrast in the aneurysm sac which may be a type IV or type ii endoleak. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).